Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The epg was returned for repair.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; device would not power up. Device found out of electrical specification. Analysis also found the upper case had three corners dented (damaged).

Event description:
It was reported that the external pulse generator (epg) would not power on. The epg will be returned for repair. There was no patient involvement.